Event description:
It was reported that removal difficulties were encountered and stent damage occurred. The 80% stenosed, 30x4.00mm target lesion was located in the severely tortuous and moderately calcified distal end of right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The stent became stuck and was damaged at the opening of the guiding catheter when it was withdrawn together. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.